Manufacturer narrative:
(B)(4). Health effect - clinical code - e0131 speech disorder diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm value was 5.0 mmol/l but the bg finger stick value was 2.6 mmol/l. The patient went into a "hypoglycemic state" and their speech was incoherent. The patient's parents gave the patient candy to eat to stabilize the bg level and decided to seek medical evaluation. They took the patient to the hospital for diabetes monitoring and the patient was discharged home in stable condition less than 24 hours later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.